Manufacturer narrative:
(B)(4). The reported problem of flow problem and difficult to prime was not confirmed. Testing results indicated that device did prime but flow rate was at low end of specification. The mating luer was not supplied and is not known. A test male luer which was used did create a situation that twisted and partially blocked the valve, however because the mating luer device was not supplied and is not known, it is not possible to know whether the mating part influenced the blood infusion rate. The cause of the customer's reported problem is undetermined.

Event description:
Customer stated they couldn't get a blood return through the IV connector on a PICC line. Once they removed the connector and went straight to the hub they got a return. When trying to flush the connector, the connector did not flush normally. No report of harm to pt or clinician. No additional pt details were reported.